Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. The product code for the powerport isp MRI 6f chronw/os product is identified in d2. For the 5 reported malfunction, 5 lot number were provided, and lot history reviews were performed. Of the 5 malfunctions, 4 samples were returned to bd for evaluation and one additionally provided photos. One device was not returned. Three investigations are inconclusive for the alleged missing component, the remaining two investigations are pending. The device is labeled for single use. H10: (corporate lot no: redp3312, recs1831). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 5 malfunction. A review of the reported information indicated that model 8806061 implantable port allegedly had missing components. This information was received from various sources. Of the 5 malfunctions, 4 did not involve patients, and 1 involved a patient with no patient consequences. Of the reported patients, 1 was a 42 year old female, 48kg. Age, weight, and gender was not provided for the remaining 4 patients.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. The product code for the powerport isp MRI 6f chronw/os product is identified in d2. For the 5 reported malfunction, 5 lot number were provided, and lot history reviews were performed. Of the 5 malfunctions, 4 samples were returned to bd for evaluation and one additionally provided photos. One device was not returned. All 5 investigations are inconclusive for the alleged missing component. The definitive root cause could not be determined based upon available information. The device is labeled for single use. H10: d4(corporate lot no: redp3312, recs1831); g4. H11: g1, h6 (result & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 5 malfunction. A review of the reported information indicated that model 8806061 implantable port allegedly had missing components. This information was received from various sources. Of the 5 malfunctions, 4 did not involve patients, and 1 involved a patient with no patient consequences. Of the reported patients, 1 was a 42 year old female, 48kg. Age, weight, and gender was not provided for the remaining 4 patients.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. The product code for the powerport isp MRI 6f chronw/os product is identified. For the 5 reported malfunction, 5 lot number were provided, and lot history reviews were performed. Of the 5 malfunctions, 4 samples were returned to bd for evaluation and one additionally provided photos. 1 device was not returned. The company is still investigating the issue at this time. The device is labeled for single use. (Corporate lot no: redp3312, recs1831).

Event description:
This report summarizes 5 malfunction. A review of the reported information indicated that model 8806061 implantable port allegedly had missing components. This information was received from various sources. Of the 5 malfunctions, 4 did not involve patients, and 1 involved a patient with no patient consequences. Of the reported patients, 1 was a (B)(6) year old female, (B)(6) kg. Age, weight, and gender was not provided for the remaining 4 patients.